Event description:
It was reported that continuous glucose monitor displayed error message during use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was provided complete pump reset instructions, and performed pump reset with guidance from support, after which error message did not appear again and no further action was required.